Event description:
Minimed 508 insulin pump failure. Pump would "reset & reboot" whenever up arrow key was depressed as part of programming sequence. Rptr was back on injections until a replacement pump could arrive in 2003. The pump was less than 1 year old. Rptr has a colleague whose 508 pump failed within the first year.